Event description:
Physician reported to regulatory agency as" "2 suicide attempts, fibromyalgia, rupture of the rotator cuff left, (B)(6), two phlebitis, a dysthyroidea, iron deficiency anemia, gastritis with esophagitis, arthritis requiring implantation of knee prosthesis. Clinical consequence: anaplastic large cell lymphoma (alcl): alk1 - cd30 lagc." Side is unknown. Treatment is unknown.

Manufacturer narrative:
Device labeling addresses alcl: "anaplastic large cell lymphoma (alcl) - women with breast implants may have a very small, but increased risk of developing anaplastic large cell lymphoma, or alcl, in the scar tissue and fluid adjacent to the implant. Alcl is not breast cancer - it is a rare type of non-hodgkin's lymphoma (cancer of the immune system). Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers breast implants. Most patients were diagnosed when they sought medical treatment for implant related symptoms such as pain, lumps, swelling, or asymmetry that developed after their initial surgical sites were fully healed. In the cases reported, alcl was typically diagnosed years after that implant surgery." Device labeling addresses arthritis and fibromyalgia" "connective tissue diseases include diseases such as lupus, scleroderma, rheumatoid arthritis and fibromyalgia."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).